Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was presenting shock impedance high out of range on the right ventricular (rv) lead. The device remains in service. No additional adverse patient effects were reported.